Event description:
It was reported that the customer's insulin pump was exposed to insulin. The customer's husband explained that the insulin pump was stored in a (B)(6) bag to put in the refrigerator but that the insulin pump was not suspended with a full reservoir still in the insulin pump. The customer's husband stated that the basal was still running when the insulin pump was in the bag. The insulin pump was also vibrating every once in a while as well as alarming. The customer's husband expressed that, upon pressing the esc button, he would receive the unexpected restart alarm. The buttons on the insulin pump also were not responding. The customer was also hospitalized at the time of the call due to back surgery and non-diabetes related pneumonia. The customer had been off the insulin pump for 4 to 5 hours. Troubleshooting was not performed. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.